Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: n im4cm01, serial/lot #: (B)(6) ubd: , UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported during intra-op for parotidectomy procedure that the device despite the pi being connected by cord to the console, several times during the case the notification that the pi was unplugged from the system was displayed, which halted monitoring. The customer reports unplugging and re-plugging both ends of the cord, however, this did not resolve the issue. The customer also reported ongoing issues with the power button of the console requiring depression/pushing for up to 5 seconds for the system to power on. The procedure was extended by 10 minutes and completed with the reported product. No additional troubleshooting was performed to resolve the issue. The pi was left in corded state through the end of the case, with continued intermittent problems with the console and pi losing communication. There was no patient impact.